Manufacturer narrative:
Updated fields- b4, b5, b6, b7, d5, d9, d10, e1 (initial reporter name and event site email), e2, e3, e4, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes , investigation conclusions health effect ¿ impact codes ), h11 due to character limitation, below field are added from e1-- initial reporter name- christopher lory a getinge field service engineer (fse) replaced the pim with a customer supplied one. Unit passed all functional and safety tests. Unit cleared for use.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) pneumatic interface module failed leak test. No patient involved and no harm reported

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed pneumatic interface module leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation conclusions), h11. A getinge field service engineer (fse) replaced the pim with a customer supplied one. Unit passed all functional and safety tests. Unit cleared for use. The failure analysis and testing dept. Received pneumatic module assy. With a reported unit failure of pim failed leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pneumatic module assy. Into the cardiosave test fixture serial number (B)(6) and tested the pim to factory specifications and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Confirmed the complaint of the pim failing the leak test. The pim failed the leak differential pressure test with a result of -23mmhg. The factory specifications is +- 10mmhg. The pim failed testing. Retaining the pim in the fat dept. Per procedure.

Event description:
N/a.